Event description:
It was reported that, "pt incurred a peri-prosthetic fracture during stair climbing at physical therapy. Surgeon removed the stem and head and replaced them with a #6x 12 restoration 175 ha stem and a 36 +5 biolox head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2010-00717.